Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material (possibly simethicone) could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope large control wheel was not moving distal tip when operated. It was reported that the event occurred during maintenance and the procedure was completed. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glass cracked, light cover glass adhesive worn, optical glass cover chipped, optical glass adhesive worn, distal end adhesive lifting, angle rubber adhesive lifting, aspiration housing colored ring worn, probe unit loose, scope connector had fluid ingression, angulation not to specification, angle play evident, and electrical safety test not to specification. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.